Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the exp date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller (rfc) as identification numbers were not provided by the complainant. (B)(4).

Event description:
Following an uneventful novasure endometrial ablation procedure, a uterine perforation was confirmed on post hysterectomy. A laparoscopy was then performed which noted two perforations; one at the midline anterior and one at the midline posterior fundus area. The physician sutured the areas and prescribed prophylactic antibiotics. The pt was discharged following the procedure. On (B)(6) 2011 the physician reported the pt was "fine."